Event description:
The customer reported that the system displayed a power failed error message and shut down without command. Afterward they were unable to boot up the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed to reset the cb2 circuit breaker. The system was then operating as intended.